Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019 with blood glucose level was unknown. The customer was assisted with troubleshooting. Customer experiencing the symptoms related to the high blood glucose was difficulty breathing, lethargic. Once again customer also hospitalized on (B)(6) 2019 due to pneumonia and the blood glucose was high at the time of hospitalization. The blood glucose was 517 mg/dl. The customer was treated with shoot of insulin. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer did not allege insulin pump was under delivering. Customer stated insulin exited at the quick release. The device will be returned for analysis.